Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that when the patient came into the kitchen "the microwave was going". The patient went through "some changes", experienced a headache, "feeling like the wire was tightening up" and chest pain. The spouse alleges microwave interference with operation of implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.